Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The physician advanced a 4mmx100mmx150cm sterling sl balloon to dilate the lesion. The sterling sl balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with different balloon. No patient complications were reported and the patient's status was good.